Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 97% lesion was located in a non tortuous, moderately calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 3.5x15mm maverick balloon inflated to 15 atm's for 1 minute. The physician attempted to place a cypher stent, but it would not cross the lesion. The physician then attempted to place a taxus express2 2.5x12mm drug eluting stent, which he was able to advance further than the cypher stent, but was unable to reach the lesion. The taxus stent became caught on another stent and came off the balloon. The physician did not make any attempt to retrieve the dislodged stent and decided to deploy the taxus stent where it dislodged, distal to the stent it caught on. No patient complications occurred. Patient status satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties experienced during the procedure could not be determined.